Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is experiencing high blood glucose. During high blood glucose troubleshooting, her blood glucose was 215 mg/dl and her current blood glucose is 446 mg/dl. She said that her pump is in manual mode and that she treated with insulin pens. The customer decline to perform the high-pressure test and she was advised to change the infusion set, reservoir and insulin and to treat per her healthcare professional's recommendation. The insulin pump is not being returned for analysis.